Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 5.0, lab: 1.1. Both the inratio test and lab draw were completed on the same day. Customer also reports "qc hi" errors.

Manufacturer narrative:
Investigation pending.